Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced safety mechanism failure, since the needle would not retract. The following information was provided by the initial reporter, translated from dutch to english: unfortunately, 1 needle was so stuck that this unfortunately happened to 1 patient after which we had to puncture another infusion.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-jan-2023. H6: investigation summary a device history review was conducted for lot number 2173248. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, ten samples have been returned to our facility to aid in our investigation. Functional testing was performed on the devices. All ten units were able to be manually activated, but a deformed safety was identified in one of the devices. Deformed safety mechanisms are most commonly caused by a misalignment in automated pick and place assembly station, which caused the safety clips orientation to be out of skew. After close analysis of the station our engineers have installed a flat cover plate to misalignment of the component prior to, and during placement. H3 other text : see h10.

Manufacturer narrative:
Correction h5: imdrf annex a grid: a0510.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced safety mechanism failure, since the needle would not retract. The following information was provided by the initial reporter, translated from dutch to english: unfortunately, 1 needle was so stuck that this unfortunately happened to 1 patient after which we had to puncture another infusion.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced safety mechanism failure, since the needle would not retract. The following information was provided by the initial reporter, translated from dutch to english: unfortunately, 1 needle was so stuck that this unfortunately happened to 1 patient after which we had to puncture another infusion.